Event description:
The customer's mother reported via phone call that they damaged the insulin pump's battery cap while attempting to remove the battery cap. The mother stated they were unable to power up the insulin pump as a result. The mother also reported the customer had a high blood glucose of 411 mg/dl. Customer was treated for their blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.